Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion, is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The reported, "tactile feel of the prostyle device different¿ appears to be related to the physician¿s perception as the use of the prostyle device can have different perceptions of feel/touch based from the user. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of three prostyle devices were successfully placed. The sheath was upsized to a 22f and the tevar procedure was completed. Reportedly post procedure, the patient had to be reintubated and cut down surgery of the right femoral was performed as an occlusion occurred. It was found that the sutures of the third prostyle device had caught the back wall. The physician stated that the tactile feel of the prostyle device was different from the legacy proglide device. He was not sure what steps felt different though. The patient was reportedly doing well post surgical cut down. No additional information was provided.